Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to likely wound infection. The associated lead were surgically abandoned and the patient administered antibiotics. The patient's overall condition is to be assessed at a later date for system re-implant options. No return of product is expected.